Event description:
Sterilizing unit system 1e reported to be failing diagnostic due to "hp pump on". The machine was taken apart. High pressure pump and pressure switch were replaced. Ran two diagnostic cycles and both passed. This happens far too often.